Event description:
Reporter stated, that a pt capillary sample was tested back-to-back, using the suspect device, with results of 326 mg/dl and 549 mg/dl. Six mins earlier a venous sample was obtained from the pt and when tested in the facility's lab measured 171 mg/dl. Reporter noted that pt was not treated based on the values obtained on the suspect device. Qc testing was reportedly performed on the suspect device. Reporter stated, that the level one control solution tested within the acceptable range. The level 2 control solution reportedly tested outside of the acceptable range on its initial test; a retest of level 2 fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.